Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) pressure signal disappeared. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) from the inspection, it was found that the pressure cable was damaged, causing the pressure signal to be lost. In conclusion, the pressure cable was damaged. It was further found that the safety disk had expired. Work every 1,000 hours or 2 years and the battery has reached the anniversary of replacement. The machine cannot be used. The price of the interface transducer cable will be quoted later. The price of safety disk and battery will be quoted later. No further information available about repair. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
Updated fields- b4, d8, g3, g6, h2, h6 (type of investigation, investigation findings, component codes , investigation conclusions), h11. A getinge field service engineer (fse) from the inspection, it was found that the pressure cable was damaged, causing the pressure signal to be lost. In conclusion, the pressure cable was damaged. It was further found that the safety disk had expired. Work every 1,000 hours or 2 years and the battery has reached the anniversary of replacement. The machine cannot be used. The price of the interface transducer cable will be quoted later. Replaced assy, safety disk according to the hospital's purchase order. After replacing the interface transducer cable and safety disk, the machine was tested and can be used normally. The machine can be used normally.

Event description:
N/a.